Event description:
It was reported that a longevity calculation was completed for the requested pacemaker. The longevity calculation came back as less than expected. The pacemaker remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Battery voltage - no anomalies found. As of (B)(4) 2011, battery voltage appears stable at 2.90 v. (B)(4) the device was received and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that a longevity calculation was completed for the requested pacemaker. The longevity calculation came back as less than expected. The pacemaker remains in use. No patient complications have been reported as a result of this event. It was later reported that the device was removed and replaced and the ventricular lead was capped and replaced. No additional information could be obtained as to why the lead was replaced.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - no anomalies found. As of (B)(6) 2011, battery voltage appears stable at 2.90 v.